Event description:
The customer reportedly obtained results of 124mg/dl, 70mg/dl and 158mg/dl on the compact plus sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.